Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the vns programming history found that a programming anomaly event occurred on (B)(6) 2010, which was not resolved within the same visit.